Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed "low vacuum level" alarm. The customer stated that the balloon no longer inflates. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Corrected fields: b5, h6 (health effect - clinical code, health effect - impact codes).

Event description:
It was reported that, during end of patient treatment, the cs300 intra-aortic balloon pump (iabp) unit displayed "low vacuum level" alarm. The customer stated that the balloon no longer inflates. There was no patient harm and no adverse event was reported.